Event description:
Equashield malfunctioned. Able to circle prime and put on pump. When I went to attach vincristine to the patient through the female adaptor, the female connetor (fc-1s) came comletely off. Vincristine spilled from bag and tubing. New bag of vincristine had to be obtained.